Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.00/6.0/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Transient loss of bcva and elevated iop (30mmhg) without pupil block,angle closure, and pigment dispersion, was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, presence of inflammation composed of cells and iris pigments in the anterior chamber. Oct will be done to see if there is adherence of lens to iris anti inflammatory drops given. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.